Event description:
It was reported from (B)(6) that the electric pen drive device was defective. During in-house engineering evaluation, it was observed that the device motor seized, jammed and was moving heavy. There were no delays to a scheduled surgical procedure. A spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device motor seized, jammed and was moving heavy. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance and cleaning, which is user error/misuse and /or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.